Event description:
The customer reported that on (B)(6) 2019 around 23:00 hours on bed (B)(6), no alarm occurred at the piic. The patient died. The death is addressed in another case, refer to MFR# 9610816-2019-00180.